Event description:
Customer reported being hospitalized for high blood glucose levels. It was reported that customer changed set one day prior to hospitalization. It was stated that customer fell into a creek with the pump prior to hospitalization. Customer stated that there appears to be no moisture present in pump. Further troubleshooting was not performed and pump was replaced accordingly.